Manufacturer narrative:
The instrument has been investigated. The customer is using isbt sample identification bar code labels. The field service engineer (fse) evaluated the instruments bar code scanner and could not reproduce the event. The instrument was inspected, tested without further problem, and returned to service.